Event description:
It was reported that a pump over delivered medication to patient (medication, programmed amount and delivery rate unknown). The customer stated that the pump was "documenting that it was delivering what it was programmed to deliver."

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. Flow rate tests were performed and inaccuracies of approximately -6% were observed. Additional flow rate testing was performed using the rate found in the history log during the last infusion segment, and the device failed to deliver within 10% accuracy. Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted. At this time, the date of event is unknown.